Manufacturer narrative:
Concomitant therapies: "zyrtec 10mg capsule" "flonase allergy relief 50mcg/actuation nasal spray" "mirtazapine 15mg tablet" "venlafaxine ER 225mg tablet" "vitamin b12 2500mcg- folic acid 400mcg tablet" "multivitamin". (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Trend analysis: "review of all complaints of fluid leak (a050401) for the period of apr 2020 through mar 2022 related to date opened indicates that eight points are above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. No patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6.b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed in the device. Additional observations: creases are observed.

Event description:
Healthcare professional reported "deflation" against right device. The device has been explanted.